Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had pain after the procedure the day prior to the call. The patient had stimulation set to 0.8, but was uncomfortable to sit so the patient lowered stimulation. The day of the call the patient was gradually increasing stimulation and was feeling a sharp pain when increasing. The patient was advised to lower stimulation to 0.0 and then to start increasing slowly and the patient ended up at 0.5 with the plan to reassess stimulation the following day. A later call from the consumer indicated that the patient was given medication for uti symptoms. A final call indicated that there was an incision on the opposite of the patient's lead placement and this area was sore as well as the patient experiencing soreness and pain in the backside area. The patient was advised to follow-up with their healthcare provider (hcp); patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.